Event description:
Customer's family member called to report pt had high blood glucose. Trubleshooting was performed. Pump passed the test and insulin was exiting. Device was not dropped, bumped, or exposed to moisture. The driver arm was rusted and the drive body did not move across the lead screw. Also rep stated customer urinates frequently on pump during night.